Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 107.

Manufacturer narrative:
Device evaluation of monitor sn (B)(6) was completed. The reported problem (service code 107) was confirmed. Upon evaluation, the monitor was found to have contamination incoming testing confirmed the functionality of the ECG acquisition and pulse delivery circuitry. Root cause: the root cause for the contamination was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.